Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings: the keypad is peeling below ok key but all keys are functional.there is no evidence of contamination under button contact. The display has reddish tint. Since no cap was returned with pump, so test cap used during investigation. The battery compartment crack found below grip pad to the case seal. Also battery compartment observed crack along left side to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.